Manufacturer narrative:
Device was not explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the plate was not broken. The patient had another fracture towards the distal end of the plate sometime after the original implant procedure. Also, it was noted that the blade was the only part explanted on (B)(6) 2015. This report is for one (1) unknown lcp-dhs plate. (B)(4).

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: a patient underwent surgery of locking compression plate ¿ dynamic hip system (lcp-dhs) three to four months ago, which broke at the distal end of plate which resulted in revision surgery. In extraction surgery it was found that the blade was unlocked, which indicated the blade may have been unlocked in the patient's bone since the initial surgery. It was noted that a ¿click¿ sound could be heard after the initial surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Unknown patient information. Report is for one (1) unknown lcp-dhs plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.